Event description:
The following information was provided: straight attachment broke during bone preparation. Surgeon was cutting the posterior condyle when the attachment clearly became loose. Second mako knee tray opened and straight attachment replaced.

Event description:
Straight attachment broke during bone preparation; surgeon was cutting the posterior condyle when the attachment clearly became loose. Second mako knee tray opened and straight attachment replaced. Update, sawblade became loose in the attachment.

Manufacturer narrative:
Upon further review of the information provided, this event has been determined to be non-reportable. Review of clinician approved risk documentation for this product family indicates that inadequate locking strength between devices is a known potential hazard, additionally a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. It is unlikely that a serious injury or death would result if this event were to recur. The procedure was completed successfully, and no injury occurred. Based upon this review, this event is deemed not reportable.